Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the low of 300's mg/dl and then he corrected with bolus and then, went up to low or mid 400 mg/dl. The customer was treated with a bolus. The customer also states that he hasn't been able to get back into auto mode and his cannula was bent. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.